Manufacturer narrative:
(B)(4).

Event description:
It was reported "flushing the catheter prior to use was done without problem. However, when flushing after insertion, leak occurred from the side hole. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit for analysis. Signs of use in the form of biological material were observed in the luer hub and on the kit. A hole was observed on the extension line proximal to the markings. After performing functional testing, a hole was observed on the extension line. Microscopic examination confirmed the damage and revealed that the edges were smooth and pointed, which is damage consistent with contact with a sharp object (i.e. Needle, scalpel, scissors, etc.). The hole on the catheter body measured 480-510mm from the juncture hub. The extension line outer diameter measured 2.19mm, which is within the specification limits of 2.13mm-2.21mm per the extension line extrusion drawing. The inner diameter measured 1.42mm, which is within the specification limits of 1.42mm-1.50mm per the extension line product drawing. A lab inventory syringe filled with water was attached to the extension line and flushed. When flushing the distal line, water leaking from the extension line was observed. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use." The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking catheter body was not confirmed through analysis of the returned sample. Visual and functional analysis revealed there was a hole in the extension line where leaking was observed. The appearance of the hole is consistent with damage due to contact with a sharp object (i.e. Needle, scalpel, scissors, etc.). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "flushing the catheter prior to use was done without problem. However, when flushing after insertion, leak occurred from the side hole. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".